Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused shortness of breath. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged black particles on his face and water tank and difficulty breathing/short of breath. The patient did not receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b3, d9, h4 were incorrectectly captured in initialreport and were corrected in this report and section h6 was updated in this report.